Event description:
It was reported that an implantable pacemaker battery was depleted, but when the device was checked 3 months previously, the patient had been informed that 20 months of service remained in the battery. The patient questioned whether the device had malfunctioned. The device was explanted and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.